Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained in the right femoral artery. The 70-90% stenosed, 24mm in length, eccentric, de novo, target lesion was located in a moderately tortuous, mildly calcified and 2.5-2.75mm in diameter ostium of the left anterior descending artery (lad). The lesion contained >45 and < 90 degrees bend. A 6f 3.5 non-bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 1.5x10mm non bsc balloon catheter was used for predilation of the lesion. A 2.75x28mm promus element stent was then advanced however resistance was encountered while tracking over guide wire. The first guide wire was then exchanged to another non bsc guide wire but the device was still unable to track over the second wire. The device was removed and it was noted that the proximal stent strut was damaged. Predilation was again performed using a 2.5x12mm apex push balloon catheter and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts stretched and lifted proximally from the stent profile. This type of damage is consistent with the stent encountering resistance during advancement attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained in the right femoral artery. The 70-90% stenosed, 24mm in length, eccentric, de novo, target lesion was located in a moderately tortuous, mildly calcified and 2.5-2.75mm in diameter ostium of the left anterior descending artery (lad). The lesion contained >45 and < 90 degrees bend. A 6f 3.5 non-bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 1.5x10mm non bsc balloon catheter was used for predilation of the lesion. A 2.75x28mm promus element stent was then advanced however resistance was encountered while tracking over guide wire. The first guide wire was then exchanged to another non bsc guide wire but the device was still unable to track over the second wire. The device was removed and it was noted that the proximal stent strut was damaged. Predilation was again performed using a 2.5x12mm apex push balloon catheter and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.